Manufacturer narrative:
Based on the claim against the product by the customer noting the seal ring of the maryland bipolar forceps was defective at the distal end of the instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have insulation damage to the conductor wire near the distal idler pulley. Material appeared to be lifted off, exposing the bare wire. No material appeared to be missing. The electrical continuity test still passed. No thermal damage was observed. The complaint regarding defective seal ring at the distal end of the instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. This complaint is being reported due to the following conclusion: the customer reported the seal ring of the maryland bipolar forceps was defective at the distal end of the instrument. The instrument was found to have damaged insulation to the conductor wire near the distal idler pulley. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during the central processing, the seal ring of the maryland bipolar forceps was defective at the distal end of the instrument. The procedure was completed with no patient harm and no delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information. However, no further information is available.